Event description:
Patient on oncology floor, was ordered to receive IV potassium 10meq at 100ml/hr for low potassium level of 3.4. Rn hung the 10meq of potassium on pump and set the rate correctly at 100ml/hr. Rn started the infusion and left the room. When the rn returned a few minutes later she found the entire bag had administered. Re-checked pump, rate was set correctly. Rn called md who ordered no further treatment except to hold the next dose of potassium for 2 hours. No apparent injury or harm to the patient. Pump was sequestered and sent to clinical engineering for evaluation. Clinical engineering found the pump to not have any noted issues with performing the correct rate but felt it would be beneficial to have the pump evaluated by the manufacturer. They did note the hold button on the machine was working intermittently. Pump is being sent to mfg for warranty repair.